Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations delivered to the patient in the field. The lifevest is not defibrillator proof. Electrode belt sn (B)(4) has not yet been returned from the field. There is no allegation that an electrode belt malfunction caused or contributed to the death. Device evaluation of the electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor 12/08/2017. Electrode belt 4/4/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital with staff present at the time of passing. Clinical review of the download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 8:57:41 am, the patient received the treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 230 bpm, and the post shock rhythm was sinus rhythm at 40 bpm with premature ventricular contractions (pvcs). Review of the patient's continuous ECG recordings shows that from 8:58:08 am to 12:40:43 am, the patient's rhythm was sinus bradycardia at 40 bpm with CPR and motion artifact. The rhythm then degraded to vt at 140 bpm with CPR/motion artifact. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 160 bpm with motion artifact. Post shock rhythm was vt at 200 bpm with CPR and motion artifact. The patient was in a treatable rhythm for approximately 20 seconds before receiving the defibrillation. The external defibrillation prevented the lifevest from delivering a treatment as the lifevest typically requires 60 seconds of sustained vt on clean signal before delivering a treatment. The patient remained in vt at 250 bpm with CPR and motion artifact until the rhythm further degraded to ventricular fibrillation (vf). The patient then received a second non-lifevest defibrillation . The patient's rhythm at time of treatment was vf with motion artifact. The patient's post shock rhythm was obscured by CPR and motion artifact. The patient was in vt for approximately 7 minutes 42 seconds before receiving the defibrillation. The CPR and motion artifact obscured the patient's rhythm, and prevented the lifevest from delivering a treatment during this time. Lastly, the patient remained in vf with CPR and motion artifact until the rhythm degrades to asystole with CPR and motion artifact and electrode lead fall off until the electrode belt was disconnected. The falloff signal was lost on all electrodes after the second defibrillation and did not return due to the loss of a driven ground signal, consistent with external defibrillations. When the falloff signal is lost the device is able to continue recording an ECG of the patient's heart rhythm, however the device is no longer able to treat the patient. The lifevest is not defibrillator proof.